Event description:
During the injection of contrast during a cta [computed tomography angiography] chest exam, the ring popped off the contrast side of the power injector and separated from the base of the syringe. The syringe was unloaded, and a new set of power injectable syringes were loaded, and the exam was continued without further incident.